Event description:
It was reported that the ventilator was not cycling with a constant audible alarm while connected to the patient. The patient was removed from the ventilator, was ambued, and was placed on another ventilator.